Event description:
It was reported that during the use of proplege coronary sinus catheter the team was able to obtain ventricularization and occlusion. During the case is was noticed that the ventricularization was dampening. When proplege was removed a leak was found in the balloon. The product was reported as being fine during prep. The product was used throughout the case. Event date is unknown but was reported to have occurred around six weeks ago.

Manufacturer narrative:
Device evaluation anticipated upon receipt of product.

Manufacturer narrative:
Edwards received information that during the use of proplege the team was able to obtain ventricularization and occlusion; however, it was noticed that the ventricularization was dampening. It was further reported that when pr9 was removed a leak was found in the balloon. The product was reported as being fine during preparation. The product was used throughout the case. Event date is unknown but was reported to have occurred around six weeks ago. The device was returned for analysis. The clinical observation could not be confirmed. As received, dyed water was flushed through balloon lumen and there was no visible leakage found. The balloon decay test was performed with the isaac z-axis leak tester and the device passed the balloon decay test. The lot number of the device was not provided; therefore, a DHR review could not be performed. No CAPA is applicable. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.